Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to weakness of muscles and legs, squeaking noise, fluid accumulation and metallosis.